Event description:
It was reported that visionaire cutting block on femoral side did not fit appropriately ( the anterior portion of block curved up and did not match anatomy of bone) as such surgeon and clinical nurse held and pinned the block manually where they felt was appropriate. The anterior cortex was notched, that area was grafted by patient¿s host bone when components were implanted. Minor delay reported.

Manufacturer narrative:
The associated visionaire cutting block kit was returned and evaluated. A visual inspection of the returned device shows no obvious damage on the device. Our investigation including an engineering analysis by our visionaire team indicated that after evaluation, it was determined that a portion of the anterior osteophyte on the femur was under-segmented. Additionally, there was a smoothing error caused by over-sanding in the same area of the anterior femur. These errors together could have caused the femur block to fit in a way that would result in an anterior slope of the distal cut of the femur. This could have caused the notching described in the complaint. After the execution of this case, it was discovered that there was higher occurrence of over-sanding during the smoothing process due to the use of a new segmentation software, since then, all employees involved in smoothing have been retrained to avoid the problem in the future. At this time we feel these actions will prevent recurrence of this failure. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical evaluation noted that patient impact beyond the reported femoral notching, minor surgical extension, periprosthetic fracture, probable pain and hospitalization course for revision and infection cannot be determined. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.